Event description:
It was reported that during a stenting treatment procedure difficulty removing and balloon detachment occurred. The target lesion was located in the right iliac artery. A 9.0x60x75cm express ld iliac / biliary stent delivery system (sds) was successfully advanced and the stent was deployed. For post dilation, the sds balloon was then inflated and deflated. As the sds was withdrawn into the 7f non bsc sheath resistance was felt and the balloon detached from the sds. The sds was withdrawn; however, the balloon detached and remained protruding from the sheath halfway into the body. Under fluoroscopy, it was noted that the balloon markers were one inside the sheath and one outside the sheath. The physician pulled a hard negative on the sheath to create a vacuum and removed the introducer sheath and the detached balloon together as one unit. The procedure was completed with this device. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed the shaft was broken proximal to the proximal balloon sleeve. There was evidence of severe stretching at the break site. Examination of the balloon material noted that it was deflated but not correctly wrapped. A visual and tactile examination of the remainder of the shaft noted slight kinks along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).